Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated it on july 31, 2018, and found as follows; the returned operating wire of the device was cut at three places. The fracture surfaces of the two places from the distal end side showed that these were cut using a plier. The fracture surface of the remaining one place showed that it broke due to ductile fracture. As a measurement result of the outer diameter of the operating wire, there was no abnormality. The manufacturing history was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, there is a possibility that the subject device was incarcerated due to the patient's internal environment such as the size or the hardness of the calculus, or the narrowness of the bile duct. Also, there is a possibility that the breakage of the operating wire occurred due to the excessive force applied to the operating wire when crushing the calculus. The instruction manual of the device has already warned as follows; do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. The operation of the mechanical lithotriptor bml-110a-1 is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard and the basket wire or mechanical lithotriptor is damaged, lithotripsy cannot be continued. Use the bml-110a-1 with the understanding that its basket wire could become damaged and that open surgery may have to take place.

Event description:
During a lithotripsy, the subject device was used. The physician tried to crush the calculus with the subject device, however, the wire of the device broke. The calculus was not crushed and the device was incarcerated. The physician tried to crush the calculus and release the incarceration with the emergency lithotriptor, but failed. The patient was carried out an open surgery. The surgery was completed successfully and the patient recovered. According to the physician's opinion, the calculus of the patient was very hard. This is the report regarding the switching to the open surgery.